Event description:
The vitrectomy cutter continues to be activated when the foot pedal is released. Irrigation prime is also not working when in the vitrectomy mode. Another unit was used to complete the procedure.